Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient suffered an epidural hematoma and became paralyzed after the implant procedure. It was mentioned that there were no complications during the surgery and the physician believed that the patient's condition was not device related. It was unknown what caused the hematoma. The patient underwent an explant procedure. The patient regained movement and was doing well post-operatively.